Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the house retain samples of the reported lot # 0061487508 were pulled for evaluation. The sets were subjected to leakage testing according to specification with acceptable results. There were no leakages observed on the retain samples. Review of the discrepancy management system database performed for the reported lot number did reveal that during quality control testing one unit leaked at the sonic weld area of the ultrasite y valve. Affected product was contained and re-worked to test for pressure decay (leakage). Without the actual sample, a thorough sample analysis of the reported event could not be performed and the exact leakage location could not be determined. No specific conclusions can be drawn. However, in order to investigate incidents related to ultrasite y valves which leak from the sonic weld (luer nut-piston-body interface), b. Braun medical inc. Opened a corrective action and preventive action (CAPA) to further investigate root cause and identify any necessary corrective action. Based on the initial CAPA investigation, top potential causes have been identified as welder output variations on certain welder and ultrasonic stack combinations or having an unseated luer nut in combination with certain weld parameters. This CAPA is currently in implementation phase to execute the CAPA action plan, which includes developing and testing methods for measuring and controlling welder output, and revising the weld process to eliminate conditions that can create an unseated luer nut. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the set leaked chemo medication (adriamycin) at the lowest y connector.